Event description:
Customer reports to have received excessive unexpected restart alarms. Customer also reports to have received a signal too low alarm. During troubleshooting, it was found that insulin pump was not stored or not in use for an extended period of time, temp basal was not programmed before unexpected restart alarm, and alarm occurred shortly after inserting new battery. After troubleshooting, customer was advised that insulin pump would need to be replaced, and to monitor insulin pump until receipt of replacement. No further information provided.

Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. No unexpected low battery alarms noted. Unit alarmed unexpected restart after battery installation due to faulty c13 interface board (black cap). Unit lost time and settings due to faulty c13 interface board. No signal too low alarms were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).